Event description:
It was reported that the user dropped the ilet and the cartridge dislodged, after which the user reconnected the cartridge and completed the fill and tubing steps with observed drops, and the infusion set connection was reviewed for correct deployment with no visible damage and no alerts reported. No adverse clinical effects. Outcomes included no impact on health and no medical intervention or hospitalization. Investigation included troubleshooting and user education to verify proper cartridge seating, tubing priming, and infusion set attachment. Investigation of this case revealed correct reconnection of the cartridge and appropriate infusion set setup with functional delivery pathway and no device malfunction detected. It was concluded, based on previously established findings for similar reports, that the cause was user handling error without device failure.